Manufacturer narrative:
The returned device was evaluated and the pod was returned with the adhesive pad on the bottom housing and the soft cannula was found deployed. No damages or defects were found on the formed needle, soft cannula, adhesive pad and bottom housing that would contribute to infection at the pod infusion site. A root cause for the reported infection could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135¿ and eo residual levels in compliance with iso10993. Each lot ¿is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pods insertion site while wearing the device between 36 and 48 hours. The patient experienced pain, irritation and there was purulent discharge around the pod infusion site (arm). The patients reported blood glucose level was between 150 mg/dl - 250 mg/dl. The patients pod was removed 1 day prior to seeking medical attention. The patient went to urgent care where they were diagnosed with a infection at the infusion site. The patient was prescribed cephalexin (250 mg x 2) to be taken 2 times daily for 10 days. In addition the patient was prescribed mupirocin ointment to be applied to the site. The patient was at urgent care for 20 minutes.